Manufacturer narrative:
The product involved in this event is anticipated to be returned for evaluation. A follow-up report will be provided upon conclusion of investigation. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an o&m halyard, inc. Product is defective or has caused serious injury.

Event description:
The velcro strap for the cords are flimsy and pulling away from the drape once the cord is attached. This causes the field to become unsterile. Additional information was received on (B)(6) 2023 that states, there was a delay in surgery and a sterile barrier breach. There was no injury reported.

Manufacturer narrative:
The product involved in this event was not returned for evaluation; however, a photo was provided by the customer. The complaint details were forwarded to the appropriate functional area for investigation and root cause determination. Based on the results of the investigation and photo provided we could confirm the failure reported. A root cause could not be identified through the course of the investigation. The device history record was reviewed for the lot number provided and the product met all process and quality specifications. There is no trend for the issue reported. No additional actions will be implemented at this time; however we will continue to closely monitor the field performance of our products. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an o&m halyard, inc. Product is defective or has caused serious injury. H3 other text: device not returned.